Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for a herniated disc and spinal pain. It was reported that with the patient¿s settings he had to charge for 3 hours a day. It was reviewed that the patient could speak with his healthcare professional regarding his concerns with recharging frequency. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.